Event description:
It was reported to philips that the system gave an alert indicating image storage was low, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned as the reported alert did not have any impact on the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave an alert indicating image storage was low, which could impact imaging. Upon functional testing, the fse ran a data consistency test and identified dangling data in the patient image database. To resolve the reported issue, the fse repaired the database. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported image storage issue didn¿t impact on the completion of the procedure. The procedure was completed as planned on the same system as the reported alert did not have any impact on the procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.